Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis. Final analysis found an external insulation abrasion was noted at 12.6-13.9 cm, 13.1-13.5 cm, and 16.2-17.0 cm from the connector pin consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.